Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer'sright atrial (ra) lead, due to inappropriate shock delivery for atrial tachycardia. Upon review, atrial noise with oversensing was observed. Ra lead evaluation was recommended and programming options were reviewed. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer'sright atrial (ra) lead, due to inappropriate shock delivery for atrial tachycardia. Upon review, atrial noise with oversensing was observed. Ra lead evaluation was recommended and programming options were reviewed. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) had delivered two bursts of inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks, resulting in therapy exhaustion. The device was reprogrammed to raise the zone settings. This crt-d system remains in service, and no additional adverse patient effects were reported.